Manufacturer narrative:
We checked the returned unit and confirmed that the light emitting diode (led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode (led). In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the mechanical base plate fluid damage, the cmos-m with drive pcb fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the control body corroded, the mechanical base plate corroded, the lg cable connector corroded, the insertion flexible tube (ift) discolored, and the cmos-m with drive pcb distorted image; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Light emitting diode (led) failure.